Event description:
Caller reported a cartridge alarm 20, with no adverse impact to the customer¿s blood glucose level. Customer's pump was still under warranty, and technical support arranged for the replacement of the pump. The customer was instructed to return the faulty pump using a pre-paid label and acknowledged the procedure for receiving and using the replacement pump.